Event description:
Pt presented to ER with 1 day history of cough. Had 3 witnessed episodes of apnea. Intubated, new ambu bag (neonatal size with manometer) opened. The nurse was asked to connect to wall o2. O2 tubing connected to port at neck of bag. Placed on ett, 1-2 ventilations attempted. Significant abdominal distention noted. Re-intubated and new bag obtained. Chest x-ray revealed right pneumothorax. Chest needled for 125cc air. Chest tube placed. Later discovered o2 connected to manometer port and free flowed high pressure o2. Design issues. 1. Ports unlabelled. 2. Tubing fits both ports.